Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor broke . Probable root cause: design, inadequate raw material selection, poor assembly design, inadequate packaging design, anchor material too delicate. Process: incorrect raw materials used during processing, device incorrectly assembled, anchor/suture damaged in-process, inserter manufactured out of specification-protective packaging components missing application, poor handling during shipping. The device manufacture date is not known.

Event description:
It was reported that the anchor broke during the procedure. All pieces were removed.